Manufacturer narrative:
D10: concomitants: 2943886 02-010-01-0340 - logic femoral ps cem right sz 4. 2856801 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 3609706 200-02-32 - three peg patella 32mm. 3652799 204-34-02 - fluted stem extension 25l x 14 mm. 3644129 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on ( B)(6) 2014. Approximately 6 months after the initial surgery the patient had a right knee revision on (B)(6) 2015. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
H6: corrected the following: medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the prosthesis wear/failure could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.